Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed, however, the soft cannula was not observed in the bottom housing window. The download data showed that the pod ran for 2207 pulses and was deactivated by the user. No abnormalities were observed in the data. Inspection of the fluid path found the exposed portion of the soft cannula to be torn and the soft cannula length measured out of specification at 0.6215 inches. It could not be determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended.